Event description:
It was reported that the large volume pump was not connecting to the pc unit. Later nurse noticed that there was a system error. The pc unit was powered on and new patient was selected as "no" and same unit care unit was selected , no problems encountered in pc unit. The product issue was reported to bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.